Manufacturer narrative:
Internal reference number: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery that had been performed on (B)(6) 2025, the patient experienced a first dislocation, that was confirmed by x-ray, the tandem had dislocated from the acetabulum, the same day a closed reduction was performed but a second dislocation was confirmed by x-ray. The head had separated from the tandem. This adverse event was treated by a revision surgery on (B)(6) 2025, in which a tndm bp shl/xlpe lnr 42od 26id was explanted. The lock ring of the tandem was not disassembled. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint has been reassessed based on the information available to the manufacturer. The event was initially reported under the assumption that the device had been explanted during a revision surgery. However, further clarification confirmed that the device in question was not explanted. Since the device remained implanted and no removal occurred, the event does not meet the criteria for reportability under 21 cfr part 803. As a result, this case will no longer be considered reportable. The complaint will remain documented in our files and monitored as part of our established post-market surveillance activities.